Event description:
Report received from (B)(6) stating that the device's lock knob was not working. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. Once the investigation has been completed, a supplemental report will be sent. (B)(4).